Manufacturer narrative:
H6 correction: medical device problem code should be 1291 - high impedance rather than 1574 - inappropriate/inadequate shock/stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's lead exhibited high impedances.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced shocking sensations. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.